Manufacturer narrative:
(B)(4).  Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent transforaminal lumbar inter-body fusion. Post-op, on an unknown date, the implanted cage broke. Revision surgery (anterior lumbar inter-body fusion l5-s1<(>&<)> l4-5; re-instrumentation l2-s1) was performed for explantation of broken cage. No fragment of the implant remained in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.